Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device was discarded at facility. Return not possible. (B)(4).

Event description:
The following information was reported to gore: (updated 13.07.2021) on (B)(6) 2021, this patient underwent total arch replacement using an elephant trunk technique as the first procedure of two-stage repair for impending rupture of ascending and descending thoracic aortic aneurysms. On (B)(6) 2021, the patient underwent endovascular treatment using gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath as the second procedure. The 24fr sheath was inserted from the right common femoral artery, but it was unable to be advanced. Therefore, it was attempted to advance only the dilator of the sheath first, which passed through with some resistance, then the insertion of the sheath was attempted again. However, finally it was judged that advancing the 24fr sheath was difficult, and the use of the 24fr was discontinued. The sheath size was changed to 22fr, and it was success to advance. Since intimal injury in the right femoral artery was suspected due to the insertion of the 24fr sheath, distal blood flow in the right common femoral artery was temporarily blocked. The stent grafts were successfully implanted. Intimal injury in the right common femoral artery was then confirmed, so replacement of the injured part was performed for repair. Reportedly, the patient's vessel was thin, with strong calcification and pronounced atherosclerosis, so the 24fr sheath had been expected to be difficult to insert before the procedure. As reported, the physician stated: obviously, the 24fr sheath was thicker than the patient¿s access vessel diameter, so it was difficult to insert. I believe that the vascular intima must have been injured in the procedure of the insertion. Due to infection, the reported sheath was discarded at facility.